Manufacturer narrative:
Mfg site eval: samples received: 1 open unit. There are no previous complaints of this code batch. There are no units in OEM stock. The sample received has the first pack sealed to second in the 4th sealing (a piece of plastic film is stuck to aluminum foil). This is due to an accidental defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an isolated issue and the remainder of the entire batch is believed to be correct. Personnel involved in this incidence have been notified. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: no CAPA is required.

Event description:
Country of complaint: (B)(6). Inner pouch sealed to second packaging.